Event description:
Additional information reported when the patient first had the implant it would take 6-10 weeks before needed a recharge and now it takes 2-3 days before needing a recharge. [Omitted information from related (B)(4) - loss of effect, pain] additional information provided stated the patient¿s implantable neurostimulator (ins) charge capacity is in charge decline and the patient had to charge twice as often. Ins replacement is potential and the patient was receiving therapy at the time of report.

Event description:
It was reported that the patients stimulator shut itself off and "went dead" the day prior to the report. The patient had been recharging more frequently than she used to; approximately every 10 days. This has been ongoing for the last year to year and a half. It was noted that the patient did charge up to 100% during recharging sessions. The patient was able to recharge the stimulator. Of note, it was unclear which of the patients stimulators had turned off. Additional information was requested; if follow up is received, a follow up report will be sent. See MFR 6000144-2013-00001 for related device

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer; patient product ID 37711, serial # (B)(4), implanted: (B)(6) 2006, product type implantable neurostimulator; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37752, serial # (B)(4), product type recharger; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3887-28, lot # n23426, implanted: (B)(6) 1998, product type lead; product ID 3887-28, lot # n23426, implanted: (B)(6) 1998, product type lead. (B)(4). The manufacturing date provided was one month after the implant date ((B)(6) 2005). Attempts to validate the manufacturing date were unsuccessful.